Manufacturer narrative:
(B)(4). An abbott medical optics (B)(6) reported that she had a discussion with the surgeon regarding surgical techniques. (B)(6) reminded him not to make any ''x'' and ''y'' movements once docked. Also to not make gross suction ring movements once docked. The discussion was well received. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that on (B)(6) 2015 he had a patient with a decentered flap and procedure was aborted. Patient was last seen on (B)(6) 2015. The patient was scheduled to return for a photorefractive keratectomy procedure on (B)(6) 2016. It was reported that patient is doing well with no loss of best corrected visual acuity (bcva). Surgeon stated the flap looked centered under the intralase, but once the patient was moved under the visx excimer laser, he could see the flap was decentered and that is when he decided to abort the excimer treatment. During follow up with the account on (B)(6) 2016 it was found that patient had not had the photorefractive keratectomy procedure as it was initially reported. Account said procedure was scheduled for the next week ((B)(6)).